Event description:
Patient was unable to trouble shoot pump with error non disposable pump. Sending replacement pump immediately. Patient was unable to read serial number to provide this information. Pump will be retrieved with a return box. No other information provided. Dose or amount: 2.5 mg. Frequency: ud. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.